Event description:
Advanced bionics was made aware that the patient suffered a head trauma. After the trauma the patient could not hear with the implant. External equipment was exchanged and programming adjustments were made, however, lock could not be established with the patient's internal device. Revision surgery will be scheduled.